Manufacturer narrative:
The customer did not return product sample for evaluation or analysis. Therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the dull knife experienced by the customer could not be determined. (B)(4).

Event description:
A surgeon reported experiencing a knife that was not sharp during a procedure. Additional information provided indicated when perforating the cornea, the surgeon has to push down hard. As a consequence, the incision leaked and a suture was required. The pt was reported as doing well with good postoperative results. This is the second of three medical device reports being filed for this facility.